Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 412 mg/dl. During troubleshooting with tandem technical support, it was determined that no insulin was seen coming from the cartridge. Reportedly, the customer changed pump supplies to address the issue.